Event description:
Hill-rom received a complaint on one of its excelcare bariatric bed frames alleging a customer was having a problem keeping the head section in an elevated position. A hill-rom service technician was dispatched and performed an investigation of the cause of the problem. The technician found the CPR handle loose during his inspection where he tightened it and returned elevation function to the head section. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in mdr1045510-2009-00021.